Manufacturer narrative:
(B)(4) describe event or problem - additional, device availability - additional, additional information/device evaluation/ correction, device evaluated by manufacturer - additional, event problem and evaluation codes - additional, model#, UDI, catalog#.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that they experienced no audio output from the receiver and an adverse event on (B)(6) 2016. Patient stated that his wife contacted 911 and the emergency medical technicians (emts) arrived at their home around 6:00am on (B)(6) 2016. The emts placed an IV of d50 (sugar IV) on the patient after taking the patient's blood sugar level which showed it at 39mg/dl. The patient's receiver did not alert the patient of the low glucose level. The patient did not remember what the continuous glucose monitor (cgm) value was at the time of the incident, as it occurred in the middle of the night. The patient denied going to the hospital and remained at home during the event. At the time of contact, the patient was fine. Additionally, the patient tested the receiver's attentive alert and the device only vibrated. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).